Event description:
The manufacturer received information alleging an everflo oxygen concentrator was involved in a house fire. Two children expired as a result of the house fire. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an everflo with the serial number of (B)(4).the correct serial number is (B)(4). Was updated with the correct serial number.

Manufacturer narrative:
The manufacturer previously reported the date of the report in section b4 as 03/30/2022. The correct date of the report is 04/13/2022. Section b4 has been corrected to reflect this information.